Event description:
Customer reported via phone, he administered a bolus for blood glucose of 400 mg/dl. Customer also noticed the timer on the insulin pump was off by 2.5 hours and he had a bad reaction to the insulin that he suspended the device. Customer's blood glucose was 32 mg/dl at the time of the anomaly. Customer mentioned he was hospitalized. Customer was advised the insulin pump need to be replaced. A follow up call was done in order to get further information on the hospitalization. Customer reported he was admitted to the emergency room due to high blood glucose over 500 mg/dl, current 123 mg/dl. At time of admissions blood glucose was 552 mg/dl. Customer was admitted to stomach issues, gastro paresis, which was causing the high blood glucose. Customer is returning the insulin pump for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.